Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal fully covered stent was to be used during a rectal fistula closure procedure on an unknown date. According to the complainant, during deployment, it was noted that the tip of the delivery system ¿dropped¿ preventing the complete release of the stent. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: per the wallflex esophageal stent dfu; ¿the wallflex esophageal fully covered rmv stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by malignant tumors, and occlusion of concurrent esophageal fistulas.¿ however, per the reported event the physician planned to implant this stent for a rectal fistula closure.

Manufacturer narrative:
Investigation results: a wallflex esophageal fully covered stent and delivery system was returned for analysis. The device was received not deployed. Visual examination of the returned device noted that the tip was detached and was not returned and the clear outer sheath was kinked. The cut length of the distal inner shaft was 6mm. Microscopic examination of the distal inner shows evidence that the tip was roughened and that there is adhesive along the length of the distal inner shaft and the circumference of the proximal end of the tip shaft. Functional analysis found the stent was possible to deploy as received. There were no other issues identified during the product analysis. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used in a manner inconsistent with the labelled indications. The dfu states ¿the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas¿; however, the device was reportedly used for a rectal fistula closure.

Event description:
It was reported to boston scientific corporation on december 16, 2016 that a wallflex esophageal fully covered stent was to be used during a rectal fistula closure procedure on an unknown date. According to the complainant, during deployment, it was noted that the tip of the delivery system ¿dropped¿ preventing the complete release of the stent. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: per the wallflex esophageal stent dfu; ¿the wallflex esophageal fully covered rmv stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by malignant tumors, and occlusion of concurrent esophageal fistulas.¿ however, per the reported event the physician planned to implant this stent for a rectal fistula closure.